Manufacturer narrative:
(B)(4). It was communicated to us that explant is not available for investigation.

Event description:
It was reported to us that a washout/poly exchange was performed on patient due to possibility of infection. Infection was not confirmed as per the report.